Event description:
Reference number (B)(4). Event country the united states. It was reported that the patient experience high blood glucose unknown value and was corrected with bolus via pump and the patient used expired insulin which cause occlusion alarm on (B)(6) 2026. No further information available.